Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and confirmed the errors on the generator. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and found to energize and cauterize all ports and recognize all instruments. The error c-00 was confirmed but not replicated on the in-house system.

Event description:
It was reported that prior to starting a unilateral inguinal hernia surgical procedure that erbe activation was interrupted due to error c-00. The intuitive technical support engineer (tse) found no related errors in the system logs. The tse walked the caller through disconnecting all of the cables from the back of the erbe generator, waiting two minutes, and then connecting only the ac power cable. The erbe generator powered on with a c-33 error. The tse requested the caller reconnect the three energy activation cables to the back of the erbe generator. The other system on site was in use that day, and the caller was not aware if a force triad generator was available. The caller stated they would discuss with the surgeon on how to proceed. There was no patient harm.